Event description:
It was reported that a loss of telemetry monitoring occurred for up to 40 pts for approx 2 hours and 15 minutes due to a presumed network switch failure. Limited alterative physiological monitoring was available. There were no pt injuries reported. Ge healthcare's investigation into the reported occurrence is ongoing. A f/u report will be submitted when the investigation has been completed.